Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation post-implant, the pulse generator exhibited a lead impedance measurement anomaly. The device exhibited high lead impedance on both the channels. An interruption in the telemetry channel was suspected. The device remained implanted.

Event description:
New information noted that the device was explanted and replaced on 2014.